Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204) was confirmed. As received, the belt failed incoming testing as it would not communicate with a test monitor. Upon evaluation, connector j702 was pulled from the distribution node pca. The cause of the code 204 is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the pulled j702 connector. The root cause of the damaged connection was excessive force placed on the trunk cable. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that a patient using electrode belt sn (B)(4) was receiving a service code 204 - belt/monitor unusable.